Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced pelvic pain, lower abdominal pain, dysuria, dyspareunia, vaginal discharge, candida vaginitis, urinary analysis with small leukocytes, cystoscopy, pelvic pain, hip pain, erosion of implanted vaginal device and other prosthetic materials. Patient had an emergency department visit for urinary frequency, vaginal discharge, and back pain. Patient had a vaginal exploration with device explantation for transvaginal device exposure under general anesthesia and estimated blood loss 25 ml.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no nonconforming reports nor capas identified as associated with this lot number. There were several complaints against this lot; however, with various failure modes/harms. Therefore, this is not considered a trend. Devices met specification prior to release. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.